Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy with basket procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket grabbed a stone about 1.8 cm in size. However, it could not be removed from the papilla of vater. Lithotripsy was attempted using an alliance ii handle in conjunction with the trapezoid rx basket. When closing the basket to crush the stone, the handle cannula broke leaving the stone stuck inside the basket and the basket trapped in the common bile duct. A photo provided by the customer confirmed the handle cannula broke. The procedure was completed by cutting the handle of the trapezoid rx and connecting it to a soehendra lithotripter to complete the extraction. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a lithotripsy with basket procedure performed on (B)(6) 2022. During the procedure, a trapezoid basket grabbed a stone about 1.8 cm in size. However, it could not be removed from the papilla of vater. Lithotripsy was attempted using an alliance ii handle in conjunction with the trapezoid rx basket. When closing the basket to crush the stone, the handle cannula broke leaving the stone stuck inside the basket and the basket trapped in the common bile duct. A photo provided by the customer confirmed the handle cannula broke. The procedure was completed by cutting the handle of the trapezoid rx and connecting it to a soehendra lithotripter to complete the extraction. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: device code a0401 captures the reportable event of handle cannula break. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection noted that only the handle was returned. The handle cannula was detached and was not returned. The coil was cut. Dimensional inspection noted that the length of the distal and proximal screws were less than the permitted tolerance. Media inspection of the photo provided showed the handle cannula detached. Microscope inspection noted that the proximal screw was internally hollow with the tip pushed inward, and the distal screw has a flat tip. The reported event was confirmed. Based on all available information, the most likely cause is attributable to the supplier of the screws. Due to the condition of the screws, the proper fastening is not given (even if the screws had the appropriate depth), so the force applied when activating the device causes the detachment of the handle cannula. Therefore, the most probable root cause of the issue handle cannula detached is manufacturing deficiency; an investigation is underway to address this problem. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.